Manufacturer narrative:
(B)(4). Concomitant products: heparin, nitroglycerine, noradrenaline, adrenaline, atropine. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right coronary artery (rca) with mild calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced without issue. The stent was deployed successfully at 18 atmospheres (atm); however, the sds balloon would not deflate. It was noted that 15-20 seconds were allowed for deflation and negative pressure was held for 15-20 seconds. The physician gently inflated and deflated the balloon, but this was not successful. The vessel became occluded due to the inflated balloon, and the patient experienced heavy angina resulting in a cardiogenic shock, which required reanimation (artificial respiration, cardiac massage) and medication. Another attempt was made to retract the sds. Slight force was used which caused the distal sds shaft to break. The shaft was not separated, but was held together by a small plastic segment. The sds was finally able to be retrieved into the guiding catheter, with the balloon still inflated. The devices were removed from the anatomy as a single unit. There was no damage noted to the deployed stent. The blood flow in the rca was now very good, the final angiogram showed a good result. The patient was discharged from the hospital one day after the intervention in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Failed/difficult deflation could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. The IFU also instructs that if resistance is noted during withdrawal, the device should be re-inflated, deflated for 30 seconds, and gently removed. Additionally, the IFU warns that failure to follow these steps and/or applying excessive force can result in loss or damage to the delivery system.